Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a hospital. The cause of death was cardiac arrhythmia. The caller stated that the customer had kidney failure, was on dialysis, had neuropathy of leg and eyes, had high and low blood glucose, had mini stroke a few years ago, and had fluid in the lungs. The customer's blood glucose was 92 mg/dl at the time of death. The customer was wearing the insulin pump at the time of death. The caller was unsure whether the customer used sensors or not. The caller stated that they no longer have the customer's insulin pump because it was misplaced by the hospital.